Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the large volume pump ceased to work during a norepinephrine (levophed) infusion. The pump failed while the nurse was in the room and the nurse was able to quickly change the infusion to another channel. The patient was not directly affected due to a quick response. There was no adverse event or injury to the patient.

Manufacturer narrative:
The reported issue that the large volume pump (lvp) ceased to work during a norepinephrine (levophed) infusion, and did not alarm could not be confirmed; no product or device logs were returned for investigation. Device history: a review of the device history record showed the device had a manufacture date of 11/22/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of this failure was not identified as no product was returned no further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported that the large volume pump ceased to work during a norepinephrine (levophed) infusion, and did not alarm. The pump failed while the nurse was in the room and the nurse was able to quickly change the infusion to another channel. The patient was not directly affected due to a quick response. There was no adverse event or injury to the patient.

Event description:
It was reported that the large volume pump ceased to work during a norepinephrine (levophed) infusion, and did not alarm.